Event description:
The patient e-mailed the website with regards to an issue with the lens. The patient did not speak directly to a spokesperson. The patient wrote "I have had cornea transplant in both my eyes due to keratoconus. A year and a half ago one of the opts fitted me with synergeyes. Two months ago I developed discomfort and swelling in my right eye that lead to graft rejection. My doctor told me that the synergeyes lens blocks oxygen to the cornea, not only that, over the last 1 1/2 years I have developed veins in my cornea because of this lens." The complaint follow-up form was faxed to the practitioner's office several times in attempt to get further information with no response. Week 1: fax to practitioner's office. Week 2: refax to practitioner's office. Week 3: fedex to practitioner's office. Week 4: phone contact to practitioner's office/e-mail to dr. Attending doctor could not be reached after several attempts. Thirty (30) days is nearing and the report of serious injury needs to be reported.

Manufacturer narrative:
Could not verify if lens is synergeyes, inc. Lens. Dr. Not responsive. No comment from this doctor. Pt. Had corneal graft prior to receiving lens. Complication rare but not unknown, no evidence of malfunction of the device but rather an inherent risk of contact lens wear. In the instructions for use for the lenses it states: "if a patient experiences eye discomfort, excessive tearing, vision changes, or redness of the eye, the patient should be instructed to immediately remove lens and promptly contact his or her eye care practitioner." The instructions for use also states: "eye care practitioners should instruct the patient to remove the lenses immediately if the eyes become red or irritated." There has been no further follow-up from either the patient or the practitioner (no contact).